Event description:
It was reported that patient was revised for an infection.

Event description:
It was reported that patient was revised for an infection.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving an adm liner was reported. The event was not confirmed. The device was not returned due to hospital policy. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 626-00-48g, lot # 38221901, description: modular dual mobility insert.cat # 5260-5-040, lot # 41009101 and 40386803, description: osteolock bone screw 40mm.cat # 5260-5-020, lot # 40619301, description: osteolock bone screw 20mm.cat # 509-02-64g, lot # mlexal, description: tritanium revision acetabular.cat # 5260-5-012, lot # 39415501, description: osteolock bone screw 12mm.cat # 06-2805, lot # 8n6253x16, description: c-taper cocr lfit head 28mm/+5.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. (B)(4).